Event description:
Boston scientific crm received information that during a routine follow-up, device interrogation revealed that the lead safety switch had triggered for the right atrial (ra) lead and impedance measurements were greater than 2500ohms. Noise was also noted on the ra lead, and to a lesser degree on the right ventricular (rv; 4035) lead. The noise was suspected to be from an external source. As the ra lead was suspected to be fractured, the system was programmed vvir. No adverse patient effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated.